Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing disconnected from its own port. Patient involvement unknown.

Manufacturer narrative:
Additional information provided no product was returned. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. Email address: (B)(6).